Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a (B)(6) female consumer via regulatory authority (case# mw5039426) in united states on 15-jan-2015. Consumer had essure (fallopian tube occlusion insert) inserted in 2011. She stated that when it was placed she presented severe pain that has been there ever since on her right lower quadrant. She also experienced periods that don't end (they may lighten to spotting but never end), migraines, skin issues and dental problems. She was also checked due to symptoms of tia (transient ischaemic attack) and seizures and was placed on heart monitors. None of the problems were before this procedure. At the time of report, she was at age (B)(6) going to have a hysterectomy to remove essure. Consumer informed the date (B)(6) 2011 as event onset date; however she did not specify it. Follow-up information received on 13-feb-2015 - ptc investigation result: ptc global number: (B)(4). Final assessment: this is report from an unknown patient with no contact information to conduct a follow-up. The symptoms reported could not be confirmed. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Symptoms of "tia and seizures" as reported by the patient, are not known failure modes related to essure. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow up information received on 11-may-2015: on (B)(6) 2011, essure was inserted. The consumer mentioned the seriousness criteria required intervention but not specified and/or assigned to one of the events. Follow up 21-aug-2015: the required number of follow up attempts have been completed, without response to date. No new information was provided. Follow up identified on 05-oct-2015 (case upgraded to incident): this follow-up has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting which took place in september 2015 (FDA-2014-n-0736-1375). Essure was implanted in 2011. She was supposed to be getting something else because she was allergic to nickel yet. The moment of procedure she had instant pain and that never ceased. In the following days, she had bleeding which also did not cease that only slowed down. Her doctor told her that she was ok and nothing to worry about. She was in a car accident in 2015 and while getting an x-ray of her spine, the doctor asked what was metal inside of her. The doctor showed the x-ray and she was baffled and had no idea, she called her physician and found out it was essure. From 2011 to 2015, she had skin issues that made her look like some drug addict, bleeding vaginally that did not cease, pain on her right lower abdomen and inside her vaginal area. Her migraines were frequent and incapacitating and she looked like she was 4 to 5 months pregnant. She also had mood swings and cried at everything and so much more. She lost her job because her body mimicked a mini stroke, and she was being seen by a neurologist as well as a cardiologist. Then she decided to look up the essure and she came across women talking about the same symptoms she was having. In (B)(6) 2015, she had her hysterectomy at age (B)(6) (she was feeling so much better). But, even though most of those symptoms went away she was left with the scars, the lost job, the lost time with her children and husband and years of lack of intimacy that at times almost cost her relationship. Product technical complaint analysis received on 20-oct-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded "unconfirmed quality defect". Based on me available information, there is no relationship between the reported medical event(s) and a quality defect. Company causality comment: this non-medically confirmed spontaneous report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) implanted and had instant pain at the moment of procedure/severe pain in right lower quadrant (interpreted as abdominal pain lower), symptoms of transient ischaemic attack (tia) and seizures. She had a hysterectomy approximately 4 years after essure insertion. She stated she was feeling better and most of symptoms improved but did not specify which events. These events are serious due to their medical importance. The abdominal lower pain is listed while the other events are unlisted in the reference safety information for essure. Considering that essure has a localized action in the fallopian tubes rather than systemic, it is unlikely that essure would cause symptoms of tia and seizures. In contrast, considering the nature of the abdominal pain lower and suggestive temporal relationship, a causal relationship with essure cannot be excluded. Upon follow up information, this case is regarded as incident since a device removal was required (implied). Additional non-serious events were reported. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No further information is expected.